Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in the alarm history screen. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the displacement, rewind, and basic occlusion tests. The device also had a scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The blood glucose at the time of the incident was 316 mg/dl; treated with manual injection. The customer stated that the alarm history showed a motor position encoder error alarm. Troubleshooting was performed. The device was returned for analysis.